Event description:
The user performed the leak check and the device passed. The patient induction was done and the circuit was connected to the lma. The user was unable to hold pressure in the breathing system. The patient was ventilated with another device. The breathing circuit was changed and the condition remained. The leak test was performed again and passed. The user performed a manual check and was still unable to hold pressure. All connections checked and appeared tight. A leak test was performed a third time and passed. The user then performed another manual check and the machine held pressure and performed normally. The case was completed using the anesthesia machine. No patient injury.